Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the medical appointment with a significant penis curvature. The physician believed the implant to be oversized. A replacement surgery was performed and during the procedure plaque was observed at base of right corporal body and the device was still functional. The physician used scratch technique to relax plaque. All components were removed and replaced. The new implant, was tested, inflated, and found new sizing to be appropriate. No patient complications were reported.

Manufacturer narrative:
Updated b5: description of event. Based on the information available, the cause that contributed to the reported penis curvature cannot be established as the product is not available for analysis. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation, as the reported penis curvature and incorrect size for the patient were determined to be inadvertent/unintentional interaction of the product.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the medical appointment with a significant penis curvature. The physician believed the curvature and plaque was there before the case causing the implant to be oversized. A replacement surgery was performed and during the procedure plaque was observed at base of right corporal body and the device was still functional. The physician used scratch technique to relax plaque. All components were removed and replaced. The new implant, was tested, inflated, and found new sizing to be appropriate. No patient complications were reported.